Manufacturer narrative:
Lot/serial number was manufactured prior to UDI compliance date; therefore, only a di is provided evaluation of the customer issue included a review of the complaint text, a search for similar complaints, field data review, instrument log review, labeling review, and accuracy testing. No adverse trend was identified for the customer issue. Historical performance of the reagent lot was evaluated using world wide data from abbott link. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for this lot is within the established control limits and no unusual reagent lot performance was identified. Instrument log review did not identify information that contributed to the customer issue. Labeling was reviewed and found to be adequate. The product was not available for return. An internal panel was tested with retained kits of the likely cause reagent lot and accuracy testing met all specifications. Based on all available information and abbott diagnostics complaint investigation, no product deficiency was identified.

Event description:
The customer observed false positive troponin-I results while using the architect i1000sr analyzer. The following results were provided for the same patient. The customer uses normal range is 0.00 to 0.033 ng/ml. (B)(6). No impact to patient management was reported.